Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/14/2020. Additional h3 investigation summary: it was reported fixation feature breakage intra-op. It was received for analysis an empty opened foil and a used needle-suture of product code sxpp1a401, lot pmu859. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and a knot near the end, damaged barbs were noted, and the sides of the fixation tab were broken.the manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, it could not be determined what may have caused the reported incident. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: one photo was received for analysis. Upon visual inspection of the picture, one open foil with a tangled needle-suture piece of product code sxpp1a401, lot pmu859 could be observed. However, the fixation tab area was not observed. Therefore, no conclusion could be reach as to what may have caused the reported incident since the sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot pmu859, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a knee arthroplasty procedure on (B)(6) 2020; and a barbed suture was used. During the procedure, the fixation feature broke. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.